Manufacturer narrative:
H6; code 100: insufficient rotating head housing weld. Visual inspections & results: head rotates; yes. Nose shroud cracked/broken; no. Staples in nose; no. Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received and the visual, it was concluded that the reported instrument "jammed on the first staple" during surgery was due to an insufficient rotating head housing weld and excessive cartridge weld flash. The instrument was received with a yielded top rotating head housing weld and with the tube assembly disconnected from the handle assembly. There was no staple in the nose, but it appeared as though the lead staple in the cartridge track was mispositioned. The rotating head housing weld was examined and was found to be insufficient, which was due to an assembly error. No functional testing could be performed due to the instrument's physical condition. The cartridge was disassembled and the first staple in the track was observed to be twisted due to excessive cartridge weld flash, which was due to an assembly error. There were 22 staples remaining in the instrument. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device jammed on the first staple. There was no pt consequence.